Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog. Product type: programmer, physician. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in canada regarding a patient receiving intrathecal lioresal 1000 mcg/ml (dose 158.6 mcg/day) in simple continuous mode via an implanted pump. The patient's medical history was not reported. Around the time of post pump replacement ((B)(6) 2015) the patient had been experiencing increased spasticity with a gradual onset and it became worse from 12am to 4pm. A programming mistake had been made with the dosing units at the pump replacement. Numerical values were correct per the reporter. The patient had been trying other oral medications so they would assess those to see if that may be the cause of the increased spasticity. The change in therapy/symptoms was gradual. On 10/13/2015, additional information was received from a hcp via a company representative (rep) indicated they were planning on bringing the patient back in this week for reprogramming to change the units from "g/ml to mcg/ml". The managing physician would be evaluating the patient at that point to try to resolve the increase in spasticity. Additional information was requested to clarify the reprogramming change of ""g/ml to mcg/ml", how the issue was ultimately resolved, indications for use, patient outcome, and programmer serial. Should additional information be received a supplemental report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-24, additional information was received from the foreign manufacturer representative (rep). It was reported the hcp was concerned they were used to using "mcg/ml" instead of "¿g/ml". Additional clarifying information stated the device was programmed to "¿g/ml" in error and should have been programmed to "mcg/ml". The pump was ultimately programmed to "mcg/ml". The error in programming did not result in overdosing or under-dosing to the patient before it was resolved. The programming error did not require hospitalization or surgical intervention. The indication for use for the pump system was spasticity. The patient's status was reported to be alive and well..